Event description:
It was reported that during a open colon resection procedure, the first firing the staples were malformed, no shape was described. There was no adverse consequence to the patient. Device discarded.

Manufacturer narrative:
Information not available, device not returned for analysis.